Event description:
In 2009, the customer contacted baxter to advise that a colleague volumetric infusion pump, product code 2m9163, encountered a failure during critical infusion. The pump turned itself off without warning. The problem was noted during use on a patient, and there was an adverse event. The patient was receiving inotropic agents when the pump failed. The patient then destabilized and medical intervention included a bolus. The bolus re- stabilized the patient. The pump was tested by the customer's biomedical technician and found the following: the unit could not be turned back on using batter or ac, so the batteries were removed for testing and error 129 occurred. The pump's batteries and terminals were replaced, and it was charged overnight; however, there was no change, as the pump could not turn on. The external fuses were checked and everything was good. The front panel was then removed and a new membrane switch was put in place, and there was no change. The fuses on the main board were checked and f1 was blown, so it was replaced as well. At this point, the pump turned on; however, the event history could not be downloaded. The pump will be returned with the original batteries. Six days later, the following additional information was obtained: the patient is a male. The patient's admitting diagnosis is unknown; however, it is known that this patient is inotropic-dependent. There were no alarms, failures, or messages displayed on the pump. The pump just shut down. During the event, the patient was receiving levophed-dopamine and a backup saline (dose: very large; rate, volume, and concentration are unknown). Medical intervention was only one small bolus of levophed and dopamine being administered to the patient. The patient recovered immediately after the intervention. There is no allegation against the tubing. It was indicated by the customer that the tubing was fine. Currently, the software version for this pump is unknown.

Manufacturer narrative:
The device is reported to be available for evaluation. A follow-up report will be submitted upon completion of the evaluation or upon receipt of any additional information.

Manufacturer narrative:
(B) (4).additional information received indicates that for the reported condition, the user interface module board and the rear inverter harness were replaced.

Event description:
During an atb procedure at l5-s1, the surgeon overtightened the final screw and the tip of the 3.5mm hexagonal screwdriver shaft broke off in the head of the screw. The surgeon could not remove the tip and it was left in the pt. Procedure was completed successfully.

Manufacturer narrative:
(B) (4). Evaluation summary: the actual device involved in the incident was received for evaluation. An event history review was performed finding that there were 875 customer events in the history from (B) (6) 2009 to (B) (6) 2009. The event history downloaded in product analysis laboratory (pal) is the biomedical testing history. The original customer?s event history was deleted and could not be reviewed. The reported error 129 is not a valid failure code. Most likely, the biomedical technician meant failure code (fc) 199. It was noted that on (B) (6) 2009 fc 199:117:284:0000 occurred 1 time on power up. Fc 701:00 occurred on channels a, b, and c once on power up. Fc 813:01 occurred on channel b once while accessing the battery history to clear the battery alarm. Fc 199 occurs at power on after loss of alternating current (ac) and battery power. Fc 701:00 is a voltage main direct current (dc) power trace on the user interface module printed circuit board (uim pcb) open circuit due to connector misconnection. Fc 813:01 is an erroneous movement or an intermittent flex - circuit connections. The self test passed on ac power with 1 bar on the battery level indicator. After the event history was downloaded, the battery history was reviewed. While the pump?s power was on, the ac power was unplugged to test for battery power. The pump powered off when the ac power was removed. The pump was then powered on ac power. Fc 199:117:284:0000 occurred due to low battery voltage. Fc 199 occurs at power on after loss of ac and battery power. The rear housing was opened for inspection. The rear inverter harness and the blue lockout switch wire were found not plugged in correctly. The condor power supply voltage = 13.97v. The battery voltages were measured: outer battery = 1.75v and inner battery = 1.31v. Both battery voltages were very low. No visual damage was found on the batteries or power supply. Numerous power on and off tests were performed on ac power. The pump passed the self tests on ac power without malfunctions. Channels a, b and c were run at 100ml/hr for 70 hours on ac power. The pump passed without malfunctions. The batteries were charged for 20 hours. After charging, the amp hours left were verified to be at 3.800. The battery discharge test was performed at 100ml/hr for ch a, b and c. The battery low alarm occurred after infusing 2 hours and 49 minutes (passed). The battery depleted alarm occurred after infusing a total of 3 hour and 38 minutes (passed). 2 minutes after alarming for battery depleted, the pump turned off due to depleted battery voltage. The uim pcb was inspected for loose connections and none were observed. The uim pcb p2 connector was found melted which is due to the uim f1 fuse replaced by the customer?s biomedical technician. There was no problem found on the front flex keypad cable gm brand. The uim pcb component c37 was found damaged / cracked. C37 is a 10 micro farad capacitor linked to the vunreg (voltage unregulated) which is part of the power on / off circuitry. The reported condition was not confirmed or duplicated. The original state of the pump had been compromised when the customer's biomedical technician tested the device and parts were changed. The uim pcb component c37 that was found damaged / cracked is linked to the power on / off circuitry. This device utilizes user interface module master software (B) (4), categorized as remediated.

Event description:
Major pump unit(s) involved: blood pump.additional text: lvad inflow cannula.specific component(s) involved: inflow graft malfunction/malposition.additional text: inflow cannula malposition in lv apex.causative or contributing factor: no specific contributing cause identified.intervention(s): none.implant device type: lvad.